Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer received new information answering mandatory questions. There was no report of patient harm or injury. Medical intervention was not specified.